Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a radiofrequency ablation procedure the sterilized packing of the catheter was found to be broken prior to use. The physician replaced the catheter and the procedure was completed. No patient complications have been reported as a result of this event.